Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer treated with the pump. The customer stated that there is something wrong with the adhesive on her infusion sets because they kept falling off. The customer declined to troubleshoot for the pump. The product was not returned for analysis.